Event description:
The pt received an scs system, including an ipg, on (B)(6) 2008. It was reported the pt was experiencing problems maintaining telemetry when using her charging system. A new charging system was able to fix the issue. F/u with the pt found that she was experiencing a burning sensation when her ipg battery was low. The sensation eventually diminished with time. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.